Event description:
Information provided states the stent had been deployed, however, the catheter tip could not be withdrawn from the tight narrowing portion of the stent, resulting in the tip of the device separating.